Manufacturer narrative:
(B)(4). The pca ii pump with the reported condition of "failed to record hourly attempts and injections" was not received by baxter for evaluation. Therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. Since the device was not sent in for servicing no repairs were made to resolve the reported problem. If additional information is received, a follow-up medwatch will be submitted. (B)(4).

Event description:
The department of health and human services sent notification of a medwatch complaint that they had received from a customer to corporate product surveillance on (B)(6) 2012. The customer reported that the patient controlled analgesia (pca) pump failed to record hourly attempts and injections after 0020.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.